Manufacturer narrative:
This is a supplemental report that was filed under an initial asr report for exemption number e2014031, which has been revoked. Report late due to transition from vmsr program. The following are the ID number of the initial asr report. Asr manufacturer report ID number: 3004464228-2019-10586, report ID number: cn-806850, exemption number: e2014031. The received device had the cannula assembly not deployed. The device was unable to establish connection with the master pdm and no data was downloaded. Inspection of the device found the tube nut in its lowest position and the plunger at the bottom of the reservoir, indicating that the device was never filled or activated. No defects or deficiencies were found that would result in the needle mechanism not deploying. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle did not deploy. The pod was not worn.